Event description:
2 [redacted] rns connected two individual patients to the telemetry leads for tele box in preparation for ambulation. For both patients, when the pt was connected, could not see telemetry rhythm. Both rns troubleshooted (made sure the physical connection was correct, unplugged/re-connected, ensured leads/stickers were on properly). Leads were switched out for another set with successful visualization of patient rhythm. Per [redacted] rns have noticed that the disposable leads in the pink packaging (phillips) did not have this issue.